Event description:
Sodium chloride flush led to complaints of funny/metallic taste in mouth with 4 patients. Product lot # 8040924, exp 3/2010 monoject pre-filled advance ns 0.9% prefill 10 ml. Called manufacturer. Similar reports with other products, believed to be due to mfg process, leaching from syringe, no pt harm known. Dose or amount: 10 ml; frequency: prn; route: IV. Dates of use: 2008. Diagnosis or reason for use: line flush.